Event description:
Pt was found to have a patent foramen ovale at the time of tia symptoms. At that time, pt underwent evaluation at hosp and had a cardio-seal device implanted for closure of the patent foramen ovale. Unfortunately, the cardio-seal device subsequently developed thrombosis on both sides of the device. Pt came back to the med ctr with recurrent symptoms of tia and a repeat transesophageal echocardiogram showed mobile thrombus associated with a roughened appearance of the intraatrial septum at both sides (right and left atrium) of the cardio-seal device. After a round of phone calls to various experts around the country, drs decided the best thing was to surgically explant the device. Pt underwent open heart surgery. During that surgery, dr removed the cardio-seal clamshell device. He found that there was a lacerated and fragmented muscle adjacent to an atrial septal defect with a pericardial patch. Did a transesophageal echo in the or and although the repair was successful, there was still a roughened appearance to the endocardium around the area of torn atrial septal muscle. There was no evidence of residual patent foramen ovale or asd by bubble contrast study done in the or. They felt that pt should be on coumadin for the next three months until the area around the pericardial patch heals up some. Pt had had some palpitations before even the clamshell device was implanted and after the clamshell device noticed some brief runs of atrial fibrillation. It is possible that pt has a history of paroxysmal atrial fibrillation by the description of palpitations.